Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a stryker representative found a plastic material in the sterile packaging of the product.

Manufacturer narrative:
Not received.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a stryker representative found a plastic material in the sterile packaging of the product.